Manufacturer narrative:
Affana ck, vu m, riel-romero r, nanda a, sun h. A rare case of pseudomonas meningitis following intrathecal baclofen pump placement in a (B)(6) paraplegic patient. Interdisciplinary neurosurgery. 2018;13:82-84. Date of event: please note that this date is based off the accepted date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. A supplemental report will be issued.

Event description:
Summary: in this study, they describe a case of pseudomonal meningitis following baclofen pump replacement for muscle spasms refractory to oral baclofen in a (B)(6) male who became paraplegic as a result of a traumatic spinal cord injury. Reported event: a (B)(6) male who sustained a neck fracture following a diving accident in a shallow pool was admitted to the ed with inability to move his legs. His glasgow coma scale (gcs) score on arrival was 15 and there was no evidence of head, chest, abdomen or pelvis trauma. His CT spine revealed a c7-t1 flexion distraction fracture (chance fracture), and his MRI showed the same pattern of injury with ligament disruption at the same level, alongside the spinal cord injury with t2 signal changes in the cervicothoracic spine. The patient was diagnosed with c7 spinal cord injury asia a, unstable cervicothoracic spine and bilateral lower extremity paralysis. He underwent a c5-t2 posterior instrumented fusion with c6-t1 decompressive laminectomy and posterolateral arthrodesis from c5-t2. At his first post-discharge visit, the patient had complaints of persistent abdominal and lower extremities spasms that were unresponsive to valium and oral baclofen prescribed on discharge. He was then scheduled for a baclofen pump placement. A medtronic synchmed ii baclofen pump with 20 ml reservoir was inserted under general anesthesia. The patient is placed in the lateral decubitus position left side up. To ensure that sterile technique is maintained and reduce the risk of surgical site infections, the left abdominal region, left flank and lumbosacral region were prepped and draped in sterile fashion. A 3-inch incision was then made approximately two finger's¿breadth below the left costal margin. The fascia was opened between the external oblique muscle laterally and the rectus abdominus muscle medially, and dissected from the two muscles to create a subfascial pocket wide enough to contain the pump without creating undue tension on the overlying tissues. Approximately 10% of the dissection were superior to the fascial opening, whereas the remaining 90% were done caudally. A vertical incision was then made posteriorly at the l3¿4 level, and a tuohy needle was inserted through the fascia approximately 5 mm lateral to the midline. The needle was directed obliquely to penetrate the thecal sac one to two levels cephalad to the insertion site. Advancing the needle under fluoroscopic guidance facilitated the penetration of the dura mater on the first pass. The catheter was then advanced cephalad to approximately t10¿12 levels for spastic diplegia. After the catheter was inserted and its position confirmed fluoroscopically, a purse-string suture was inserted around t he tuohy needle, and the needle and guidewire were then safely withdrawn. Spontaneous csf flow was observed, and the catheter was securely anchored to the fascia to prevent migration. Then, the catheter was tunneled anteriorly through a shunt passer and connected to the pump. Care was taken to orient the pump within the subfascial pocket to prevent the sideport from being beneath the incision. All the incisions were then closed in multi-layered fashion with all absorbable sutures. Two weeks post pump placement, the patient was rushed to the ed with new onset headaches, nausea, vomiting, photophobia, and neck weakness; symptoms consistent with acute meningitis. He was treated empirically with a combination of vancomycin and ceftriaxone. We initially considered surgical site infection (ssi) as a possible source of his meningitis, but we did not find any leading physical examination signs (skin redness, swelling, tenderness and possibly wound dehiscence) to support that suspicion. Next, given the patient's history of recent hospitalization (within the past two weeks) and the presence of an indwelling catheter, a urinary tract infection was suspected as the nidus of infection, and consequently, his suprapubic catheter was removed and replaced. However, urinalysis and urine culture were inconclusive for an infection. Cerebrospinal fluid (csf) was obtained through interventional radiology-guided lumbar puncture. Csf cultures were positive for gram negative and oxidase positive rods, a finding consistent with pseudomonas aeruginosa. The patient was taken to the operative room for immediate baclofen pump removal and was successfully treated with IV meropenem every eight hours (q8h) for three weeks. After the patient had completed the treatment for his uti and meningitis, he requested to be considered for another baclofen pump placement. The infectious diseases service was consulted for best recommendations as well as to assess the patient's risk factors for infectious complications, given his recent history of pseudomonal meningitis post baclofen pump placement, suspected uti and the presence of a suprapubic catheter. The patient denied any meningeal symptoms and a lp was negative for bacterial, fungal and mycobacterial infections. He was thus scheduled for another baclofen pump placement. At three months follow-up indicated no symptoms or signs of urinary tract infections or meningitis. Baclofen pump infections can originate either from the surgical site or from a pre-existing nidus of infection. In the case of our patient, though a surgical site infection (ssi) was initially suspected, there were no physical examination findings that could prompt us to rule in ssi as the cause of his meningitis. Intraoperative contamination could have also been a source of infection, but just as in any other neurosurgical procedure routinely performed at our institution, strict sterile techniques were applied to minimize that risk. Studies have shown that intrathecal baclofen pump improves bladder capacity by decreasing urinary sphincter dyssynergia and as such, should reduce the occurrence of utis. However, the opposite effect was observed in our patient who developed a uti in the setting of a baclofen pump placement.